Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced continuous glucose monitor (cgm) inaccuracies and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. It was reported that the patient's mother observed the patient having a seizure and experiencing symptoms of a low. The cgm was alerting the patient and was displaying 66 mg/dl. The patient's mother gave the patient juice to drink and after the seizure, the patient's cgm was displaying 150 mg/dl and their finger stick reading was 100 mg/dl. The patient was not transported to the hospital. Additionally, the patient's mother stated she contacted the patient's doctor. At the time of event, the patient was doing well. No additional patient or event information is available. Data was provided for evaluation. The reported event of inaccuracies was confirmed. A root cause could not be determined. It was reported that the patient has not calibrated the dexcom system at least every 12 hours. Dexcom labeling indicates: calibrate at least once every 12 hours. Calibrating less often than every 12 hours might cause sensor glucose readings to be inaccurate, resulting in you missing a severe low or high glucose event.